Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and inconsistent capture at a maximum output of 7.5v @ 1.0 ms. The patient underwent a lead revision procedure. The helix mechanism on the lead was able to be retracted and the lead was explanted safely. A new rv lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and inconsistent capture at a maximum output of 7.5v at 1.0 ms. The patient underwent a lead revision procedure. The helix mechanism on the lead was able to be retracted and the lead was explanted safely. A new rv lead was implanted successfully. No additional adverse patient effects were reported.